Event description:
It was reported that the patient presented the emergency room, due to a syncopal event. The right ventricular (rv) lead pace impedance was observed to be greater than 2500 ohms. Impedances started to rise in (B)(6) of 2018. However, the patient had not been seen for a couple of years. An x-ray was taken and confirmed the right ventricular rv lead was broken, with one small sliver of wire connected, which caused intermittent loss of capture (loc). The rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.